Manufacturer narrative:
A replacement transformer was sent to the customer. In follow up with the customer she stated that the transformer was broken. She also indicated that she did not witness any sparking, fire or flame and that no injuries were sustained as a result of the issue. A product evaluation revealed that the transformer housing was broken, exposing inner electronic, which is a safety risk. The issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fall prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Evaluation summary: a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 0.11 vdc, which is not normal and indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured 12k, which indicates that there is not a short in the dc cord. Smoke, fire, and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as open, which is not normal and indicates that the thermal fuse did blow.

Event description:
The customer reported that the pump sounded labored. When the pump was received by the returns department at medela, the transformer was breached.